Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had received critical block and inverse critical block did not add to zero error alarm. The customer stated they were able to clear the alarm but did not receive request to rewind the insulin pump. Customer performed self test and the test was passed. No harm requiring medical intervention was reported. The customer will continue the use of device.